Event description:
The customer received a blood glucose reading of 300 mg/dl. He retested and received a reading of 94 mg/dl. The strips are to be returned for evaluation, and replacement strips are to be sent.